Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered less insulin than requested for a bolus. The customer's blood glucose (bg) level subsequently increased to the 200s mg/dl. Customer administered a manual injection to address high bg. Customer declined to troubleshoot the issue with tandem technical support. It was also reported that the pump battery was depleting quickly. Subsequently, the pump shut down. The customer continued to use the pump for insulin therapy.